Event description:
Upon shift check, the board was found to show "system error, out of service" message that cannot be cleared.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.